Event description:
It was reported that pump was overheating while being charged. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no patient involvement, as the pump was being used for demonstration purposes only.